Manufacturer narrative:
Section d references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29; serial #: (B)(6); ubd: 2026-06-04; UDI: (B)(4). H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012180459); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0012155065); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with pre-existing right bundle branch block and a mean gradient of 40 mm hg, a pre-implant balloon aortic valvuloplasty was performed using an 18 mm non-medtronic balloon. Subsequently, the valve was deployed at a shallow depth of 2 mm on the non-coronary cusp and 3 mm on the left coronary cusp. Despite the shallow depth, at 80% deployment complete heart block was noted. Per the physician the valve could not be implanted at a more shallow depth, and valve was fully released. A mean gradient of 9 mm hg and a "trivial" amount of paravalvular leak was noted following the procedure. The patient was monitored for 24-hours to determine whether a permanent pacemaker will be implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a permanent pacemaker was implanted. No additional adverse patient effects were reported.